Event description:
On (B)(6) 2010, pt reported when she was changing the insulin cartridge on (B)(6) 2010 she pulled the cartridge out and the plunger stuck to the piston rod. Pt stated only a small amount of insulin, maybe 6-7 units of insulin entered the cartridge compartment; she used a dry tissue to dry it out. Attempt to assist pt with removing the stuck plunger; was unsuccessful. Will continue to troubleshoot. Advised pt on how to remove an insulin cartridge. Pt switched to her backup infusion device. On call back to pt on (B)(6) 2010, pt reported she was able to remove the plunger from the piston rod. Pt will switch back to the primary infusion device when she changes her cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.